Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # ==> (B)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records received. After review of medical records, the patient was revised to failed right total hip arthroplasty with fractured stem. Revision notes reported metallosis, dark gray colored 30 cc fluid, capsule lined with black material with pastelike consistency, bone loss, fractured stem, and a lot of metal debris. Doi: (B)(6) 2009 - (B)(6) 2018 (right hip).